Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a pulsed field ablation procedure to treat an atrial fibrillation presented air ingress. Upon introduction of a farawave catheter into the faradrive sheath, air entered the flush port. The sheath was attempted to be flushed, but air bubbles were detected. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath will not be returned for analysis as it was lost.